Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient received the "ipg has reached end of service" message, deeming the ipg has reached end of life. In turn, surgical intervention may be taken to address the issue.